Event description:
After the implant was completed, the patient presented with a hematoma at the chest incision. Physician brought the patient back into the or, debrided, cleaned the pocket, drained the hematoma, and cauterized bleeding. This resolved the issue.